Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, they are using many different brands of inserts and they are all getting hot; no injury resulted.

Manufacturer narrative:
Evaluation found very low water flow due to a badly clogged handpiece cable causing handpiece to get warm. Unable to adjust water flow properly due to a clogged water regulator. Debris build up in solenoid. No prophy mode due to a damaged discriminator board. Also found evidence of water in the air system. Also, device is outside of useful life.